Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient remained hospitalized and has not recovered from the event. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was started on hemodialysis. No additional information is available.